Manufacturer narrative:
On 08/20/2015 a medtronic representative, following-up at the site, and confirmed the polaris spectra system control unit (scu) fault light was lit. There was a hardware alert that said position sensor communication fault. Inspected the external camera cable and did not see any visible damaged return requested. Replacement positioning sensor unit (psu) shipped to site 08/20/2015. Medtronic investigation of returned suspect psu finds that when connected to a known good system, the psu would not power up. This psu has not been previously returned for a failure. Electrical failure - no power hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Return requested. Replacement scu to psu cable shipped to site 08/20/2015. Scu to psu cable returned to manufacturer, unused. Return requested. Replacement scu to r/a psu cable shipped to site 08/20/2015. Scu to r/a psu cable returned to manufacturer, unused. On 08/20/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/14/2015 a medtronic representative, following-up at the site, reported the patient was under anesthesia when this occurred. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while preparing for a cranial procedure, the navigation system camera could not see their patient reference, or instruments. Patient was in the room, however, surgery had not started. In trouble-shooting, the rn reported that the camera had no led lights on. The camera was not audibly communicating with the polaris spectra system control unit (scu), and the ndi configuration utility indicated a hardware failure. Navigation could not be used for the procedure. The surgeon opted not to perform the procedure and re-scheduled. There was no harm to the patient reported.